Event description:
It was reported that this right atrial (ra) lead was part of an erosion issue experienced by the patient. No additional adverse patient effects were reported. Currently, the ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).